Manufacturer narrative:
Calibration was last performed on (B)(6) 2024 with acceptable results. The customer did not run qc on (B)(6) 2024. Qc was acceptable on (B)(6) 2024. The pinch tubing was replaced on the instrument in (B)(6) 2024. Liquid flow cleaning was performed on (B)(6) 2024. Sample material was requested for investigation but no sample material was available. Based on the information provided, the cause of the event could not be determined. The elecsys hiv combi pt assay performs within specification. The investigation did not identify a product problem.

Event description:
The initial reporter questioned negative results for 1 patient tested for elecsys hiv combi pt (hiv combi) on a cobas e 411 analyzer (rack system). On (B)(6) 2024 the patient was initially tested using a rapid hiv test (with one band only for hiv-1 and hiv-2) and a very weak band appeared. On (B)(6) 2024 the initial result from the e411 analyzer was 0.255 coi (negative). On (B)(6) 2024 the patient was tested using a rapid hiv test from a different manufacturer (with separate bands for hiv-1 and hiv-2) and only the hiv-2 band was positive. On (B)(6) 2024 a western blot test was performed which showed positive bands. The positive interpretation was believed to be correct. The sample was sent to another laboratory using a cobas e601 analyzer and the result using the same hiv combi reagent lot was 0.179 coi (negative). On (B)(6) 2024 a new sample was obtained and tested on the e411 analyzer with a result of 0.239 coi (negative). Another rapid hiv test was performed and the result was positive.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6). Rapid test 1 brand was gtgroup. Rapid test 2 brand was assurotech. The sample from (B)(6) 2024 is no longer available. The sample from (B)(6) 2024 was requested for investigation.